Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the night after implant, the patient had chest pain. An echocardiogram showed a moderate pericardial effusion with the beginnings of cardiac tamponade. The physician suspected that the left ventricle was damaged when the lead was screwed into the tissue on the first positioning attempt even though there was no evidence of that on x-ray or intracardiac echocardiography during the procedure. The patient underwent a pericardiocentesis and went into atrial fibrillation after the procedure. The lead was repositioned, and remains in use. The event was reported from the (B)(4) clinical study. No further patient complications have been reported as a result of this event.